Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: d4; g3; h2; h3; h6 h6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Performed a visual inspection of the returned item # 42517600505 lot # 64459489 found it to exhibit signs of repeated use nicked / gouged and the lateral feature of the tasp has fractured off. All pieces were returned . The device history records for item # 42517600505 lot # 64459489 and the receiving inspection reports for item # 42517650505 lot¿s # 80916351,# 80916685 and # 80919596 were reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. However, summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture states the following: fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. Complaint is confirmed via product review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional fractured during sterilization. No adverse events were reported as a result of this malfunction.